Event description:
It was reported that, "the patient was complaining of pain so the surgeon revised."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.